Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant data could not be obtained for capture management and longevity estimation. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.